Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The end effector would not allow any of the collet nuts to fully seat causing the burr and hd long to back out of the end effector. Pka procedure delayed 20 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. The event reported that a partial knee end effector's collet nut would not fully seat causing a delay of 20 minutes. Functional inspection showed that the collet nut (p/n 111775, l/n 19630516) would not fully screw onto the device. Visual inspection of the collet nut showed not damage or irregularities to the threads. The threads of the device could not be inspected as it was difficult to see with a fully assembled end effector. Review of device history records indicate 43 of 45 devices were accepted into final stock on (B)(6) 2017 with no reported discrepancies. Two (2) of 45 were rejected and dispositioned "return to vendor" per (B)(4) on (B)(6) 2017. The associated nonconformance was unrelated to the failure in this investigation. Review of complaints within the trackwise database for p/n 111758, l/n 19660816 show no other complaint related to the failure in this investigation. Conclusion: the failure was confirmed. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The end effector would not allow any of the collet nuts to fully seat causing the burr and hd long to back out of the end effector. Pka procedure delayed 20 minutes.